Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel leak.

Event description:
Healthcare professional reported through regulatory agency "silicone perspiration" and "capsular contracture baker grade ii: the breast is hard but maintains a normal appearance". Healthcare professional also reported "breast cancer" considered not device related. This record is for the left side. The device was explanted.